Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. The root cause was unknown. The device remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this patient's syncopal episode was likely vagally mediated in the setting of acute abdominal pain. The physician had no concerns related to device function. The device remains in service. No additional adverse patient effects were reported.